Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastroplasty procedure on the stomach, the 45mm purple reload did not cut the tissue, the staples did not close, and the staple line did not hold or opened up after firing. New reloads were used and manual suturing was performed as staple line reinforcement to resolve the issue and complete the case.

Manufacturer narrative:
Additional information: b5, d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one image of a tissue cavity. A staple line was visible. The tissue appeared transected. A malformed staple was protruding from the tissue. The tissue was unable to be further examined for staple formation. The listed reload was not visible in the returned image. It was reported that the staples did not close. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastroplasty procedure on the stomach, the 45mm purple reload did not cut the tissue and the staples did not close. New reloads were used and manual suturing was performed as staple line reinforcement to resolve the issue and complete the case.

Manufacturer narrative:
Additional information: d9, g3, h6 correction: d4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired. The jaws of the reload were open. One malformed staple towards the distal end of the cartridge was noticed inside one of the pushers. One staple was visible in the proximal end of the jaws. Functional testing found that the reload was loaded into a representative instrument. The reload was clamped and unclamped.  Based on the visual and successful functional evaluation (rpa and ponce analyses) when the cartridge was replaced and the same sled was used, the instrument did not present any issue or malfunction leading to failure as reported. The most likely scenario is that a nonstandard condition such as thick tissue thickness or obstruction was present during firing between the knife and cutting action, which caused the failure as described. This scenario can cause unacceptable staple formation and potential clamping mechanism. Under this event, it is expected for the staples to not form properly, interrupting the staple line, which aligns with knife-edge nicks.  It was reported that the staple had poor formation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device did not cut. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal, or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.